Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump did not charge on the supplied charger unless pressure was applied to the device, and the user resorted to securing the ilet with a rubber band to maintain contact while charging. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included user troubleshooting and education, along with replacement of the charger and return of the reported noncharging unit for assessment. Investigation of this case revealed a suspected charging interface or cable-to-device connection issue consistent with a charger or connector malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely a faulty charger or connector alignment issue.